Manufacturer narrative:
(B)(6). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please explain the event description which reads "the hooks do not staple, they are released." Do you mean that the straps did not adhere to the mesh and/or tissue or are you saying that the straps are not releasing from the actual device when the trigger is depressed?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. It was also reported that during the procedure, the hooks do not staple, they are released. Another like device was used to complete the procedure. Additional information has been requested.